Manufacturer narrative:
The product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08-sep-2025 the user reported that the ilet bionic pancreas system touchscreen was unresponsive and the device could not be unlocked or updated. The user discontinued use and continued insulin therapy via multiple daily injections while awaiting replacement. The device was replaced on 11-sep-2025, and no injury or adverse health effects were reported.